Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal diagonal artery. A 2.8x19mm rx graftmaster covered stent reached the target lesion, deployment was initiated but the stent-balloon failed to inflate/deploy. Additional ballooning was performed to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported activation failure including expansion failures could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. D9, h3: device status changed from returning to not returned.